Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) intermittent telemetry found with the rf (radio frequency) head. Rf head cable found out of electrical specification.

Event description:
It was reported that the programming head may not have been working. The head was returned for service. Return paperwork indicated no patient involvement with this event.